Manufacturer narrative:
(B)(4). Multiple attempts to obtain the samples and/or additional info were not successful. Without the actual sample, catalog item or lot number, a thorough investigation could not be performed and no specific conclusion can be drawn. It should be noted that the introcan safety is designed to reduce the risk of needle stick injuries. However, cdc guidelines and/or facility protocols should always be followed. Sharps should be disposed of immediately into an appropriate sharps container. All available info has been provided to the actual MFR, b. Braun (B)(4). If the sample and/or additional pertinent info becomes available, a follow up report will be filed. (B)(4).

Event description:
As reported by the user facility: a 2 dates of occurrence on: (B)(6) 2014. On two separate occasions two different employees sustained needlestick injury/bbpe (blood borne pathogen exposure) when attempting to activate safety device. Safety device did not activate correctly. (B)(4).